Event description:
It was observed during the device evaluation that heavy dust was inside the unit, clogging the air vent. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the root cause for the dust accumulation was not determined. Olympus will continue to monitor field performance for this device.